Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst during inflation.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The x-force balloon dilation catheter was returned without the original packaging. An evaluation was completed by futurematrix on 19apr2022. The sample was visually inspected at 12-18" under normal room lighting; the outer shaft showed no defects and none were noted with the hubs assembly. Portholes, bullets and markers were all present and no non-conformities were noted. An in-house 0.038" guidewire was used and passed freely per specifications. Further examination of the balloon was conducted under magnification; a hole was noted mid-barrel of the balloon. The balloon was dissected away from the shaft of the catheter; the balloon was removed from the device and cut open to be examined from the inside out. A longitudinal tear was noted from the inside of the base balloon which caused the fiber separation. All inspection data was found to be within specification. It is unknown if a prep inflation occurred prior to the procedure and/or if the inflation device was used or if exceeded rpb; therefore, the actual root cause is unknown. A potential root cause for this event could be, "poor balloon design (molecular orientation, wall thickness), inadequate material selection, improper fiber orientation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "All x-force® balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated." "Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon "note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media." "Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded." "Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible." The actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon burst during inflation.